Manufacturer narrative:
It was discovered on march 10, 2021, lot number 6942953 was manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as asrs/psrs or mdrs. Since this device doesn't meet criteria for MDR reportability, no additional reports will be sent. Manufacturer¿s reference number:(B)(4). The relevant fields have been updated. Note: manufacturer contact phone number: +31 717513644, manufacturer site fax: 31 6 52 58 31 26, manufacturer site phone:+31(071)7513514.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent primary breast augmentation surgery with two 700cc mentor memorygel breast implants experienced bilateral rupture, left sided capsular contracture and left sided wound infection post procedure. Patient felt hardness for six months on the left side and then it began to swell and cause pain. On (B)(6) 2021, patient was prescribed antibiotics for 10 days for the left side breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.